Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 experienced repeated shut downs, approx 75% of the case completed. The harvester would wait 30-45 seconds by the clock and the device would work for a few cuts and seals and would shut down again. The harvester described it as "the device seemed to shut down much quicker after the initial shut down." After 3-4 shut downs, a new device was requested. Tunnel plasty was performed, and was extensive. Also, at the time of shut downs, there was a large amount of smoke. The harvester did repeatedly remove the device and cleaned the jaws by wiping with a wet sponge. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt and had no non-conformities. There was some evidence of blood. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at 35 degrees. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).